Event description:
Insertion post could not be detached from dental implant. Implant could not be placed and was removed again during placement (same day removal).

Manufacturer narrative:
Insertion post could not be detached from dental implant. Implant could not be placed and was removed again during placement (same day removal). Dentist should have consulted IFU to prevent this from happening.